Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. There was nothing found to indicate there was a manufacturing related cause for this event. A definitive root cause could not be determined based on the information provided. It is unknown if the patient and/or procedural issues contributed to the reported event. If additional information is received, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at 10 atmospheres (atms) on the first inflation while treating the target lesion. The health care professional (hcp) predilated the target lesion prior to treating the location with the lutonix dcb. The hcp used an additional device to complete the procedure. Although requested several times, additional information regarding patient demographics and event details were unavailable. The lutonix dcb was requested to be returned for evaluation, but the user facility has discarded the sample. No adverse patient outcomes were reported.